Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient asked if his device was on recall as he had been having ¿zapping¿ and ins charging issues. The patient stated that it took 3-5 hours to charge the ins.

Event description:
See h10.

Manufacturer narrative:
H2: upon further review, it has been determined that the report of the patient being zapped when going through airport security is not applicable to this event and has been reported in regulatory report # 3004209178-2020-11668. H6: codes c63214 <(>&<)> c53269 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the patient being zapped were that they went through security at the columbus airport. They were then "hit again" going into the bank, and reported their battery was not acting right since.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported that yesterday the box on the recharger (rtm) cord was hot. It was reported that they were recharging and getting "zapped" and stimulation came on really strong and knocked them out of bed. The patient was able to turn stim down. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since implant it took 2-3 hours to recharge the ins. The patient said they received a replacement recharger (rtm) and that helped a little but "its still doing what it was" and the little box between the paddle and the rtm got hot, for about 9 months. The patient stated they charged 2 days ago and it took almost 3.5 hours to charge. In the middle of a charging the ins, the rtm would just stop. Repair noted that the controller was taking a long time to charge, there was a bad controller connection, even with a new rtm. A replacement controller was sent to the patient. No further complications were reported/anticipated.